Manufacturer narrative:
(B)(4).

Event description:
It was reported that low, out of range, impedance measurements were observed on the device. Device was explanted and replaced due to eri. Patient was stable post-procedure.